Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, screen blacked out after the device was started occurred due to faulty printed-circuit board. The cause of the faulty g1 board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during maintenance the high-definition liquid crystal display monitor was malfunctioning. The device could not be started. There is no patient or procedure involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a printer circuit board failure. An additional issue with the front panel having cracks was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.